Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user elected to discontinue and return the ilet after experiencing loss of perceived control over insulin dosing and increased glycemic variability compared to a prior pump, with self-reported time-in-range of 87 percent and multiple excursions, including hypoglycemia in the 40¿50 mg/dl range, despite prior training and subsequent education and troubleshooting. Symptoms included hypoglycemia. Outcomes included self-management of lows with oral carbohydrates and use of backup insulin injections for hyperglycemia without medical intervention or hospitalization. Investigation included complaint handling, user education and troubleshooting, and review of reported use patterns without device alerts or alarms. Investigation of this case revealed no specific device malfunction identified and an unclear cause of the hypoglycemia in the context of user preference and therapy fit. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.